Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 505 mg/dl at the time of the event. The customer stated that there was no insulin in the insulin pump and she went the entire day without noticing. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.